Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned

Event description:
It was reported that the survey respondent stated no, they were not able to successfully irrigate while using this product because it was not indicated in relation to bard® 3-way 5cc biocath® hydrogel coated latex foley catheter, french size 16.

Event description:
It was reported that the survey respondent stated no, they were not able to successfully irrigate while using this product because it was not indicated in relation to bard® 3-way 5cc biocath® hydrogel coated latex foley catheter, french size 16.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a duplicate of an event previously reported. The device was not returned.